Event description:
During a bowel resection rocedure the instrument jaws were difficult to re-open. Release button was not working like usual. Forced instrument to re-open by repressing handles and release button. The instrument re-open. There was no adverse patient consequence.